Event description:
It was reported the pt's scs ipg is in inoperable due to being unable to charge his scs system. The pt does not wish to pursue any further intervention to address the issue at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.